Event description:
The pt reported having charging problems between the implant and external equipment, after suffering a fall. The decision was made to replace the implant with a new boston scientific spinal cord stimulator.